Manufacturer narrative:
The reported events of premature discharge of battery and inability to interrogate were not confirmed, but the reported event of backup operation was confirmed. As received, the device was in backup mode with normal telemetry communication. Analysis of the device image indicated the cause of backup was consistent with an anomalous integrated circuit (ic) on the hybrid. The device was restored to normal operation after the product code was reloaded. The backup condition could not be reproduced. A longevity assessment found the device voltage was at normal range of operation with appropriate remaining longevity.

Event description:
During a clinic follow-up, the device was unable to be interrogated. Upon further investigation, the device was observed to be in backup (bvvi) mode. Additionally, premature battery depletion of the device was alleged. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.